Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary medication set that was used with an unknown antibiotic and would not flow. It is unknown when this event occurred. The tubing was changed out, and the tubing ran fine with no problems. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A delivery test was performed on the returned sample with no abnormality observed. Batch review was performed with no abnormality observed. Based on the evaluation result on the returned sample, the reported complaint cannot be confirmed. No additional information is available.